Event description:
The patient was undergoing a plasmapheresis exchange for guillain-barre syndrome. There had been an exchange in 2 days in 06/2002 with no complications. During the third exchange on 6/2002 the patient reported abdominal pain. The procedure was suspended and 4 ml of 10% calcium gluconate in saline was administered to the patient. The procedure was re-started and was immediately stopped when the patient stated they felt abdominal pain again.